Event description:
Pt was undergoing cardiac cath. Angioplasty was attempted unsuccessfully. Coronary stent was deployed in proximal lad. The operator could not cross dissection/stenotic area to tack down. Pt developed chest pain and required emergency bypass surgery.